Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the returned device shows that the cutting edges are rounded and worn. Moreover, the driving cap is in a very used condition with numerous hammer marks on top of the head. One (1) of two (2) pins sticks out approx 1-2 mm and was found damaged at the top. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition will be rated as confirmed as the available picture shows that the pin got loose. When the part was received at cq zuchwil the the pin was found jammed/ stuck into the handle and could not be extracted anymore. Because of the damage, it is not possible to measure the relevant dimensions anymore. The article 399.860 with lot no 5944597 was manufactured in a quantity of 19 pieces on december 2017. We are not aware of any quality problems or failures caused by a faulty product on the article. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed a device history record (DHR) review was conducted: part: 399.860. Lot: 5944597. Manufacturing site: salzburg. Release to warehouse date: 21. Dec. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that ¿osteotomy chisel¿. Has been used 3-4 times. It was noticed that previous day hammered on it in the operation time and one pin of the handle flew out and fell into the patient. The purple pin was removed, and patient did not hurt. The procedure was completed successfully with different chisel. There are no patient consequences. This report is for 1 of 1 for (B)(4).